Event description:
A risk manager reported an intraocular lens (iol) with a black spot on the optic. There was no pt involvement.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The optic had a surface imperfection on the posterior surface near the center of the optic. No black spot was observed. The product was damaged, which does not meet release criteria, and this damage was not mentioned by the customer. The complaint will be reviewed with the appropriate inspection personnel. There have been no other complaints reported in the lot number. (B) (4). (B) (4)